Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 237 mg/dl. Customer¿s current blood glucose is 377 mg/dl. The customer did experience any symptoms such as sleepy as a result of high blood glucose. The customer treated with the bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because it¿s pump as per doctor¿s advice. The insulin pump will not be returned for analysis.